Event description:
An optometrist reported that when the intraocular lens (iol) was placed in the patient's eye, it was split. The iol was removed and replaced with a backup lens in an initial procedure. Additional information was received. When loading the lens the inserter's piston initially slid over the lens. The piston was pulled back and pushed again, causing the rear haptic to remain straight on top of the piston. It was shown to the doctor, and the doctor decided to proceed with using the lens. There were problems with the haptic, therefore, the surgeon had to cut the lens, remove it and use another lens in same procedure. This prolonged the surgery time. The removed lens was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. Information was provided that while loading the lens, the plunger initially slid over the lens. The plunger was pulled back and pushed again, causing the rear haptic to remain straight on top of the piston. The account indicated the product was not available to evaluate. A qualified viscoelastic was indicated. Plunger override may occur: ¿ due to rapid advancement faster than the instructions for use (IFU) recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(6).